Manufacturer narrative:
The explanted lens was discarded by user facility. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the at50ao intraocular lens was explanted approx 3 1/2 months after implantation to address z-syndrome. A different model lens was implanted successfully. Add'l info has been requested.